Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), arthritis ("arthritis of the hands"), back pain ("back pain") and asthenia ("asthenia"). On an unknown date she experienced osteoarthritis ("osteoarthritis of the hands"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for pelvic pain, arthritis, back pain and asthenia were unknown. No causality assessment was received for essure with regard to osteoarthritis, pelvic pain, back pain, asthenia or arthritis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), arthritis ("arthritis of the hands"), back pain ("back pain") and asthenia ("asthenia"). On an unknown date she experienced osteoarthritis ("osteoarthritis of the hands"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for pelvic pain, arthritis, back pain and asthenia were unknown. No causality assessment was received for essure with regard to osteoarthritis, pelvic pain, back pain, asthenia or arthritis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.